Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had been observed on the atrial lead. During a scheduled upgrade to a biventricular pacing system, a fracture was observed on the atrial lead. The lead was capped and replaced at that time.